Manufacturer narrative:
Additional manufacturer narrative: component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure the aquabeam robotic system generated "e03 - console error" message at priming, which was unable to be cleared despite multiple troubleshooting steps taken in efforts to resolve the issue. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation of the reported event. Functional testing was able to reproduce the reported "e03 - console error" messages. The error prevented the system to initialize an aquablation simulation. Additional analysis observed oil droplets on the encoder sensor were identified to be the main cause of the e02/e03 issues from previous investigations. A review of the device history record (DHR) for fg220102 rev e/lot number 22c01125 was performed, which confirmed that no nonconformances were generated during the manufacturing process of this device. The review indicated that the device met all required specifications upon release for distribution. The current user manual, um0101-00 rev. F aquabeam robotic system user manual, states: table 5 system detected errors and faults "e03 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the reported event has been determined to be due to manufacturing-related issues associated with a third-party supplier. The reported event is being addressed through our quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.